Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the mitral regurgitation (mr) that was found between both implanted clips appeared to be due to a small hole observed with a diameter of approximately 5mm. The damage was likely related to patient morphology/pathology and/or user technique/procedural conditions. The reported patient effects of worsening mr and mitral valve tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the increased mitral regurgitation (mr) and leaflet damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mr with a grade of 3. One clip (60818u121) was implanted, reducing the mr to 1. On (B)(6) 2017, a second mitraclip procedure was performed due to progression of disease. One clip (61215u216) was implanted, and the mr was reduced from 3 to 1-2. On (B)(6) 2019, echocardiogram was performed. A new mr jet with a grade of 3 was found between both implanted clips. A small hole was observed with a diameter of approximately 5mm. No further treatment has been scheduled. No additional information was provided.